Event description:
Per the audiologist, the patient reported non-auditory stimulation and facial nerve stimulation. An integrity test in 2007 indicated the receiver/stimulator is functioning within normal limits and are consistent with a partial insertion. The test does not reveal evidence of device malfunction. The patient¿s speech processor was re mapped and this seemed to alleviate the issue. Per the audiologist, at about 5 months later, the patient reportedly continued having facial nerve stimulation and was not wearing the speech processor. The results of a CT scan from 2007 indicated that the implant is eroding into the inferior aspect of the patient¿s middle ear and facial recess. Severe ossification is seen in all areas of the cochlea. Physician recommended to not reimplant the patient due to the patient¿s significant ossification and to discontinue use of the speech processor if facial nerve stimulation persisted. A CT scan (date not reported) indicated the device had migrated out of the cochlea. Per the audiologist, the patient underwent revision surgery in 2008, in which seven to eight electrodes were inserted and are working.